Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified strike marks on the strike plate and nicks along the shaft. Inspection confirms the device had been fractured at the impactor end. Device was submitted for further analysis. Analysis determined that the fracture surfaces are shown. The fracture likely initiated at the thread interface with fracture surface artifacts of hackle marks and river lines suggesting the bending overload failure mode. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item number: 110028055, item name: compr 3-in-1 impactor, lot number: 134330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03751. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the two impactors fractured during an initial shoulder arthroplasty. No impact to the patient was reported. Attempts have been made and no additional information is available.